Manufacturer narrative:
Additional information was received on 10/2/2020, the mentor failure analysis lab has received the device for evaluation. Patient had an explantation on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on 10/16/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During visual evaluation of the device an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian indian female who underwent breast augmentation revision surgery with a 250cc mentor siltex round moderate profile saline breast implant experienced left deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile (B)(6) 2020.